Event description:
During a remote follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch (ams) were noted on the atrial lead. Lead damage was suspected but was not confirmed. Provocative testing was performed and the noise was reproduced. No additional intervention has been completed. The patient is stable with no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.